Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. There was no log available to download. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.